Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial#:(B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was not being charged by the recharger. The caller said they charge the patient's ins every day and it looks like its charging, but its not. The caller stated the patient had been feeling sick for 2 weeks and they took the patient to see the hcp and the ins was found off. They stated they don¿t believe the recharger was charging the ins, causing it to be off. Caller was warmed to repair. No further complications were reported/anticipated.